Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
Customer called from (B)(6), after starting therapy on cardio help patient with and hls 5.0 cannulated with an avalon 27f the customer felt the oxygenator wasn't performing normally. Decision was made to change circuit. Complaint ID: (B)(4).

Manufacturer narrative:
The hls module was investigated in the laboratory on 2020-04-02. Results of laboratory investigation: while cleaning the oxygenator clots were rinsed out. During the leakage test according to lv 201 (blood side) a leakage was detected at a connecting bridge from the oxygenator to the pump. The gaskets were not installed properly. During functional testing with a cardiohelp the display did not show any values for p-art, the pressure sensor is defect. Thus the failure could be confirmed. The most probable root cause is that due to the leakage the blood coagulated in the oxygenator and thus the oxygenation performance was dropping. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).